Event description:
On (B)(6) 2012, pt reported, he feels the infusion device is delivering inaccurately and he has switched to his backup infusion device after his second hospitalization. Pt stated, his blood glucose has returned to normal range of 150 mg/dl. Pt reported going to the emergency room on (B)(6) 2012 and was admitted for 2 days. Pt stated when his blood glucose level began elevating; he tried changing the infusion site and bolusing with the infusion device. Pt reported, his blood glucose level would not reduce to normal range. Pt stated, he was vomiting. Pt reported, when he arrived at the hospital his blood glucose level was over 800 mg/dl, was taken off of pump therapy and then provided an insulin drip through an IV for 2 days until his blood glucose level was reduced. Pt stated, he was diagnosed with dka. Pt reported, the infusion device did not display an error message or occlusion and was not in stop mode or temporary basal mode. Pt stated, the infusion adapter has never been changed; reviewed specifications. Pt reported, he has reused the insulin cartridges in the past but not during the incident. Pt stated, he does not allow insulin to come to room temperature. Pt reported, his medical professional changed his basal rates after he was hospitalized and he has switched his backup infusion device since then. Pt stated, he feel the infusion device is delivering inaccurately. Pt has discarded the alleged insulin cartridge and infusion set. Product was replaced and requested return of the alleged infusion device and adapter.